Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6.3 cm abdominal aortic aneurysm approximately 3 weeks ago. The aortic neck was slightly conical measuring 21-23 mm in diameter at the level of the renal arteries, and it measured 26 mm in diameter distally. The right iliac was 13 mm in diameter, and the left iliac was 12 mm in diameter. The vessels were not calcified. It was reported that the stent graft was deployed directly below the renal arteries; however, the final angiogram showed the stent graft had moved down 1 to 1.5 cm. It is unk whether the stent graft movement was during deployment or during ballooning; however, there was no endoleak. An aortic cuff was placed proximal to the bifur and everything appeared fine. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Required intervention) - conclusion: unk cause of stent graft movement.